Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the middle button sometime working and sometimes it was not working at all. The customer¿s blood glucose level was 179 mg/dl. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that pressing menu button did not take them to the menu screen and using the up arrow allows them to navigate screens. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu was available and they were not seeing 0.0 when attempting to program a basal. The customer was advised to remove battery from pump and replace with a recommended new or fully charged aa battery but buttons were remain unresponsive. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.